Event description:
It was reported that: patient has been in pain since surgery. Patient states that her hip is sore. Patient also states that she has a hard time sitting and that she gets spasms if seated for long periods. Patient is reporting that she has difficulty getting in and out of the car. Patient reports that she has seen two different orthopedic doctors. She has had a cat scan, and x-rays done. Patient states that she has been on disability since (B)(6) 2012 for her hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.